Manufacturer narrative:
Quality controls were acceptable. Upon review of the alarm trace, no relevant alarms were observed. The field service engineer found a too-high water pressure and adjusted it. The customer performed quality controls with acceptable results. It was confirmed that the instrument is running back within specifications. The investigation determined the service actions performed resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the crep2 (creatinine plus ver.2) assay on a cobas c 503 analytical unit. The sample initially resulted in a crep2 value of 3.07 mg/dl. The result was reported outside of the laboratory and questioned. The sample was repeated resulting in a crep2 value of 0.649 mg/dl. A second sample collected from the same patient resulted in a crep2 value of 0.606 mg/dl.

Manufacturer narrative:
The crep2 reagent lot was 703260 with an expiration date of 30-nov-2023. The investigation is ongoing.